Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Evaluation found flooding of cables and flooding of the imaging. The investigation could not identify a definitive root cause. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported, the camera head had stripes occurring on the image. The issue occurred when releasing the cable from hand. There were no reports of patient harm.

Event description:
It was reported, the camera head had stripes occurring on the image. The issue occurred when releasing the cable from hand. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.